Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The patient developed a hematoma at their access site during impella 5.5 support. The patient was taken to the operating room for a washout / evacuation to treat the condition. The patient was transfused one unit of blood and heparin administration became sub-therapeutic to reduce the chance of recurrence. Support remained ongoing with the implanted pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for benchtop investigation. Based on the clinical information provided, the root cause of the access site bleeding issue was not determined since product was not returned.